Manufacturer narrative:
D02 - intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover accessory involved with this complaint and completed the product evaluation. Failure analysis investigation found tearing at the mouth on the distal end with material approximately 0.03" x 0.03" missing and not returned. The tear is not axially aligned with the mcs tip cover accessory and measures 0.17¿ in length. There are no signs of thermal damage present at the end of any tears. Tears at the mouth are most commonly caused by repeated thermal and mechanical stresses. Failure analysis found the primary failure of torn tip cover to be related to the customer reported complaint. Root cause is attributed to component failure. Based on the information provided at this time, this complaint is being reported because the mcs tip cover accessory presented evidence of tearing at the distal clear silicone tip with material missing.

Manufacturer narrative:
The mcs tip cover accessory has not been returned to isi for evaluation. Therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the product is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A system log review was performed, but no errors related to this event would exist in the logs. Based on the information provided at this time, this complaint is being reported because the mcs tip cover accessory reportedly had a tear and a hole in a unspecified location. Although there was no report of arcing or of patient injury, if this failure were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, a tear was identified on the monopolar curved scissors (mcs) tip cover accessory and a 1mm hole was observed below the tear. A backup accessory of the same type was used and the procedure was completed with no reported injury. The mcs tip cover accessory, when used as intended, provides insulation over a section of the endowrist mcs instrument so that radio frequency (rf) energy is only available at the instrument scissor tips. Intuitive surgical, inc. (Isi) followed up with the initial reporter for additional information; however, no response has been received at this time.